Event description:
Patient contacted dexcom on 01/08/2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between receiver and transmitter. Patient stated that they attempted to reset the receiver, which was unsuccessful. Dexcom representative confirmed transmitter ID was entered correctly and patient understands how to properly connect the devices. No additional patient or event information is available.

Manufacturer narrative:
(B)(6).